Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured bleeding with a "possible" relationship to the impella device used: ¿patient arrived at facility intubated and was found to be in biventricular failure. Worsening septic shock and acidosis prompted initiation of v-a ECMO and impella placement. Patient coded on table before initiation of ECMO or impella. Patient was given 2 units of rbc¿s on (B)(6) 2025 post impella and ECMO placement as indicated by her unstable angina, cardiogenic shock, or a h&h below the 24 and 8 thresholds. The patient¿s hemoglobin dropped to 6.9 g/dl but improved to 9.0 g/dl after the administration of rbc¿s not requiring any additional blood products at that time.¿ the patient recovered with sequelae. Two days post impella cp implant and extracorporeal membrane oxygenation (ECMO) placement indicated active bleeding and 750 cubic centimeter¿s of blood loss were reported. The patient's hemoglobin dropped to 6.5 g/dl, probably due to blood loss. After administration of red blood cell¿s, the patient's hemoglobin was found to be 10.2 g/dl and her blood volume was stable enough to transport the patient to an outlying facility. Loqi reported renal failure. The relationship is noted as "possibly" related. Loqi states: patient developed very severe metabolic acidosis and with the creatinine rising, the decision was made to place the patient on crrt. With low potassium the patient started on crrt with phosphate containing solutions. Potassium, co2, and magnesium were all maintaining well on crrt. Additionally, the patient prognosis was poor, and care was withdrawn. The patient expired. There is not enough evidence to exclude the impella as an associated factor in the patient's outcome.